Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows no damage to the platform. A review of the autopulse archive was performed and the reported complaint that the platform displayed a user advisor 45 (not at "home" position after power-on/restart) message was confirmed. The archive data shows that multiple ua45 (not at "home" position after power-on/restart) faults occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the reported complaint that the display flickers and the platform exhibited a ua45 fault were confirmed. A ua 45 was observed upon power up and the lcd was also observed to be flickering. The shaft was rotated back to the home position. After rotating the shaft back to the "home" position, the platform was tested with a lrtf (large resuscitation test fixture) which is equivalent to 250 pound patient for approximately 25 minutes and no problems were encountered. Based on the investigation, the part identified for replacement was the lcd. In summary, the reported complaint of the platform displaying a ua45 fault was confirmed based on archive review and during functional testing. The fault was found to be due to the shaft not being in the "home" position. Furthermore, the reported problem of the display flickering was also confirmed during functional test. The fault was found to be due to the lcd being defective. Upon replacement of the lcd and rotating the shaft back to the "home" position, the platform was re-evaluated through functional testing and the platform passed all testing criteria.

Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed a user advisory 45 (not at "home" position after power-on/restart) message while in the 30:2 mode. The customer also reported that the display flickers and has a cracking noise. There was no report of any patient involvement. No further details were provided.